Manufacturer narrative:
(B) (4). (B) (4). Product performance engineering reviewed the incident. In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v IFU. Additionally, angina, restenosis, and hospitalization are listed in the risk assessment matrix (ram) as no-fault post-procedure complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a clinical trial that the index procedure was on (B) (6) 2007, in which predilatation was performed prior to stenting of the mid left anterior descending artery (lad) and mid right coronary artery (rca) with xience v stents, one in each lesion. No procedural complications were reported. On (B) (6) 2008, the patient began experiencing angina class ii and was rehospitalized. On (B) (6) 2008, revascularization took place on the proximal/mid lad and an additional xience v stent was placed. No additional event or patient information is available.